Event description:
The user facility reported that while a patient was on impella cp support, suction alarms and no flow events occurred. After repositioning failed, the impella cp was removed. The physician made the decision to bridge to veno-arterio-venous ECMO due to repetitive ventricular tachycardia.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow and the vf/vt/af/at has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Per the provided clinical information, the root cause of the low pump flow issue was improper positioning of the device based on provided clinical information; however, the root cause of the ventricular fibrillation, ventricular tachycardia, atrial fibrillation, atrial tachycardia issues was not determined since product was not returned and sufficient clinical information was not provided.